Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of the event is unknown as it was not provided. If explanted; give date: the lens remains implanted following rotation. Initial reporter phone #: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted (B)(4). Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer requested the calculation for the rotation of a lens. Through follow-up we learned that the implantation was on (B)(6) 2019 with iol (intraocular lens) serial number (B)(4). The rotation calculation data was provided and no complications were reported by the customer. The original target was at 89 degrees and the lens rotated to 114 degrees post-op. The rotation was performed on (B)(6) 2019. No incision enlargement was necessary and no other interventions or complications were performed. The patient outcome is good with a visus post-rotation of -0.25/-0.75/74. No additional information was provided.